Event description:
During preeparation for an unspecified procedure, the physician was unable to inject saline into the sidearm of the iliac 6f unistep plus for the purpose of air removal. The procedure was successfully completed with another device. The lesion being treated was located in a internal carotid artery. No pt injuries or complications were reported. Pt status is reported as 'good'.